Manufacturer narrative:
Follow-up #1: date of submission 1017/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the pump powers with returned battery cap, the battery cap able to fully tighten. A power loss was not duplicated. The battery compartment is intact. There was evidence of moisture contamination inside battery compartment and on underside of battery cap. There were no eaw related to complaint observed in black box or alarm history. No evidence of power on reset (por) events observed in black box. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Battery life indicator shows no signs of fluctuations during investigation. The current draws arae within specifications. Investigators removed pump case and there was no evidence of additional moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power issue. The patient stated battery compartment had corrosion and battery indicator fluctuating full to one bar. The patient replaced battery frequently due to indicator. No low or replace battery warning in pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.